Manufacturer narrative:
Concomitant medical products: model: evproplus-26us valve, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing. A pericardial tap was completed and epicardial effusion was noted. The ra lead was repositioned and remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.